Event description:
In 2001 the end-user's family member called minimed, USA and stated that hub has disconnected from adhesive gauze. When swimming set comes off including cannula. In 2001 maersk medical received the complaint and 20 unused infusion sets.